Event description:
It was reported to st. Jude medical that the ICD was explanted when the battery reached eri 34 months post-implant. No diagnostics or device charge history were available to determine if the behavior was normal.